Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic laser probe could not enter the trocar completely during a vitrectomy surgery. The surgery was completed after a new replacement was used. There was no patient reported.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the ophthalmic laser probe for this investigation was returned for testing. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The ophthalmic laser probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. Sample testing was performed and revealed no problem with insertion through trocar. The probe was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).